Event description:
Indication=other encephalitis and encephalomyelitis. Unsolicited communication. Home health nurse sandra h. Reported curlin pump was giving error message and wanted to know how to proceed with patient's infusion. Pump displaying "system tineout" error message even after she had replaced batteries. Advised to administer medication via gravity. No adverse event reported. Device is available and will be replaced. Patient did not switch to back up as infusion was completed. No further information provided. Hizentra 10mg = infuse 1gm{50ml) subcutaneously every 3 weeks. Staggered on different weeks from gammagard liquid ivig. Gammagard 30mg = infuse 30gm (300ml] intravenously every 3 weeks, staggered on different weeks from hizentra scig. Reported to (B)(6) by health professional.